Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint catheter was returned along with the carrier hoop and guidewire to site for analysis. The catheter was removed from the carrier hoop for inspection. The hub was found to be attached to the shaft of the catheter. The shaft of the catheter was found to have multiple nickel fractures with the inner lumen exposed at 8-16cm, 26-28.5cm and 42cm from the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08jun2016. It was reported that hub detachment occurred. A direxion hi-flo transend-18 system was selected to be used. During the procedure, outside the patient, it was noted that the transition between the shaft and the hub was separated. The procedure was completed with another of the same device. No patient complications reported. However, device analysis reveals that the shaft of the catheter was found to have multiple nickel fractures.